Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: the scope was returned to pentax canada inc in april. And an inspection has been completed. Several components require replacement: replace insertion flexible tube. Replace ud & rl pulley assy. Replace angle wire & adjusting collar. Replace bending rubber. Replace distal end assy with tubes,new type. Clean ccd w/pcb. Clean objective lens unit. Cloudy image (blurry), caused by dirty objective lens after cleaning. And warm up for 30 mins, image in clear and good. Based on the content of investigated data. It was determined, that the potential cause/root cause of failure was that the visibility became unclear, due to the difficulty in removing the mucus adhering to the surface of the objective lens, during the endoscopy. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 01-nov-2017 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 07-nov-2017. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
This device is not distributed in us so that 510k is blank. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported during a colonoscope procedure a blurry image appears on screen. The surgeon attempts to clean off the lens and was unsuccessful. The surgeon then is unable to assess the colon properly for the remainder of the procedure. Note: pentax canada received notification of this incident at (B)(6) regional hospital through health canada's cmdsnet program. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.